Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, decreased pacing impedance was observed on the right ventricular (rv) lead. During an unrelated procedure, the rv lead was connected to a pacing system analyzer (psa) and the measurements were acceptable. The lead was successfully connected to a pacemaker. The patient was stable with no consequences.